Event description:
It was reported an occlusion alarm occurred. The customer¿s blood glucose level was 415 mg/dl. Reportedly, the customer reuses insulin by removing from and old cartridge and loading it in a new one, tandem technical support educated the customer this is off label use. Occlusion was caused by a blocked cartridge. The customer changed supplies and resumed insulin therapy.